Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. The customers blood glucose (bg) level was (218 mg/dl). As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. In addition, it was reported that a cartridge alarm 19 during basal delivery. The customers bg level was (216 mg/dl) the customer took a manual injection. The customer was able to load a new cartridge successfully and resume insulin delivery.